Event description:
The customer reported that during an emergency care patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, the light on the bronchoscope went out. The customer attempted to unplug and re-plug the bronchoscope, but the light would not turn back on. The customer completed the procedure using a different manufacturer device. No harm to the patient or user was reported.

Manufacturer narrative:
The customer's glidescope bflex 3.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported light issue. When connecting the glidescope bflex 3.8 to both a and b ports of a known, good, test monitor the led failed to illuminate. The led failure was also observed when the quick-connect cable ends were reversed. Upon completion of the evaluation, the subject glidescope bfflex 3.8 was scrapped and the customer was provided a replacement device. Corrective action is not required at this time. Verathon will continue to monitor for trends.